Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the central port of a 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked after compounding. This was identified prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information the user facility submitted a medwatch report for this event: mw5083229. Device manufactured between: june 14, 2018 to june 15, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.